Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going. Device not returned

Event description:
Country of complaint: USA. It was reported that the teeth broke off on the forceps. An x-ray was performed to make sure there were no remains in the patient's head. The result verified that there were no metal pieces remained. It was reported there was potential harm to the patient as a result of prolonged anesthesia and additional radiation both attributed to the time taken to look for the broken piece.

Manufacturer narrative:
Investigation: the investigation was performed using a keyence vhx-5000 digital microscope. The analysis of the fracture pattern illustrated a forced fracture due to overload. No pores, inclusions, or foreign bodies could be found on the point of rupture. The surface of the breakage is shiny, this indicates that the incident occured prior to the assumed breakage. Conclusion and root cause: based on the information available as well as a result of our investigation the root cause of the failure is most probably related to an insufficient usage. Rational: this kind of instrument is designed for delicate use only. It is liable that a mechanical overload situation led to the breakage. The visual investigation indicated that the quality requirements are in the specified tolerance range. No CAPA is necessary.